Event description:
Additional information received from the consumer reported that they had an appointment on (B)(6) 2015 related to the event. It was unknown if the issue was resolved and the patient was reportedly having surgery.

Manufacturer narrative:
Concomitant product: product ID 3093-33, lot # v514854, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer reported that they had the therapy for stress incontinence and the system had never helped. The patient indicated that they felt stimulation. The patient also noted that they had a ¿bladder sling¿ taken out on (B)(6) 2015 and at the end of march when stimulation was turned back on they felt pain in their rectum. This was considered a sudden change in therapy/symptoms. They noted feeling uncomfortable stimulation and having a lot of rectal pain. The stimulation was confirmed to be turned on. The patient turned the stimulation amplitude down to 2.8 v on program #1 and the rectum pain/uncomfortable stimulation went away. The patient¿s indication for use of the stimulation system is urinary dysfunction/ sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that all devices for their bladder were removed a couple years ago. The patient had no idea when the exact date was or who the doctor was that removed their device. No further complications were reported or were expected.